Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer displayed a message stating it overheated. It was also indicated that the programmer was sitting in a car for a period of time. The company representative was advised to keep the programmer in an air conditioned room for a couple of hours to cool down and then try using it again. There was no patient involvement. Follow-up information received reported that there were no more overheating messages displayed once the programmer was placed in the air conditioning and used. The programmer is now working just fine.